Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they could not get their device to work. Patient clarified the controller said no device found. Patient plugged in recharger but said the screen was blank, even after unplugging the cord and pressing buttons. Agent had patient remove the battery pack, plug the controller into the ac power supply, patient confirmed controller powered on. Patient then reinserted the battery and said there was no green light on controller. When patient unplugged from ac power, the screen turned off. Patient inspected the controller port and battery compartment and said they did not look damaged. The issue was not resolved.